Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a sharps disposal container. The customer states the lids have been coming off and two days ago they found a resident reaching into one of the open sharps containers so they had to pull several of them from the rooms.

Manufacturer narrative:
Additional information was provided by a medtronic sales representative on 11/30/2016 confirming that the customer was using medline sharps container (B)(4) not a medtronic product. Since the reported issue occurred on the non-medtronic product, this complaint will be voided and no additional investigation results will be sent.